Manufacturer narrative:
Analysis of production records completed. No device problem found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted and replaced for an undefined issue. No further information is available.